Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarms and the insulin pump was not working well. Customer's blood glucose value was over six hundred. Customer was suffering from nausea, vomiting, abdominal pain, difficulty breathing and thus could not troubleshoot. Insulin pump will be returned for analysis.